Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: lerner, a., chezar, a., haddad, m., kaufman, h., rozen, n., and stein, h. (2005) complications encountered while using thin-wire-hybrid-external fixation modular frames for fracture fixation. A retrospective clinical analysis and possible support for ¿¿damage control orthopaedic surgery¿¿. Injury international journal of the care of the injured 36; 590-598. This report is for unknown external fixator, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this article is being filed after the subsequent review of the following literature article, lerner, a., chezar, a., haddad, m., kaufman, h., rozen, n., and stein, h. (2005) complications encountered while using thin-wire-hybrid-external fixation modular frames for fracture fixation. A retrospective clinical analysis and possible support for ¿¿damage control orthopaedic surgery¿¿. Injury international journal of the care of the injured 36; 590-598. One hundred ninety eight adult patients who had sustained long bone fractures were treated by external fixation from admission to bone healing and consolidation. Their mean age was 49 years, while the median was 39 years. Open wounds were debrided and fractures were realigned and stabilized with the ao (synthes (B)(4)) tubular external fixation system. Five patients experienced breakage of thin wires or pins developed in five patients and those were relocated in a new position. This is report 2 of 2 for (B)(4). This report is for and unknown ao tubular external fixation system.

Manufacturer narrative:
Report type: initially reported on (B)(4) as product problem; additionally it needs to be reported as an adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.